Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indication of particulates under the upper catch door post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. A simulated treatment pre-ast (15 min)-test treatment was performed and completed without failures. No fluid leaks in the test cassette during the simulated treatment test. The cycler underwent and passed a system air leak test, valve actuation test, voltage check fluid leak determination and disposition vacuum test. After the completion of the pre-ast test treatment, the cycler was left on overnight, the unit was turned off then on. The cycler unit subsequently alarmed with an lz59 (mwd watchdog timer error alarm). Troubleshooting of the fault identified a defective capacitor 8 on the functional board. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a patient line is blocked message alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were unable to complete treatment on the night of the reported fluid leak event. The patient was able to resume treatment using the cycler following the event. There were no adverse events reported and no medical intervention at the time of the reported fluid leak event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.